Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had an issue with their insulin pump. The customer stated they damaged their insulin pump after dropping it in the shower. It was reported that the display screen cracked and was unreadable. Blood glucose value was 97 mg/dl at the time of the incident. Troubleshooting was performed and the customer was advised the insulin pump will be replaced and returned.

Manufacturer narrative:
The insulin pump received with cracked and bleeding lcd. Unable to perform the displacement and self test due to cracked bleeding lcd noted.